Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high pacing impedances, measuring 1700 ohms. The lead was repositioned and there was no change in the impedance measurements. It was noted it took the physician 43 turns to extend the helix mechanism, which is against labeling. This rv lead was removed/replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems, and did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.